Event description:
It was reported that shortly following this subcutaneous implantable defibrillator (s-ICD) system implant procedure, the patient presented to the emergency department with discharge from the xiphoid incision. It was concluded that the patient had a bacterial infection at the implant location and was given a course of clindamycin to resolve the event. The patient will be assessed again in-clinic after the anti-biotic therapy has been completed. At this time, the s-ICD system remains implanted and in-service. The patient was stable with no additional adverse effects.